Event description:
The pt's body rejected the mesh. The pt exhibited lots of pain, with clear, red drainage, unresolved for many months. The pt is (B)(6), healthy, no documented allergies, active career (B)(6). Nothing of note is in his history that would send up a red flag according to the physician. Upon explanting, the patch was incorporated well on one half of the v-patch and the other side came out with little or no dissection, so it was clear it hadn't really incorporated. There was a fistula present on the mesh that the physician suspected was the source of the drainage.

Manufacturer narrative:
Device is currently being evaluated and results will be forthcoming.